Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Update 1/28/2015 - disc 209 pfs and medical records received. Pfs identified patient dob, height and weight. There is no new additional information that would affect the existing MDR decision. Update 2/1/2017, 02/09/1207- medical records received. After review of the medical records for MDR reportability, a radiology report dated (B)(6) 2013 indicated a fracture of the lateral cortex of the proximal femoral diaphysis. No revision operative note has been provided to indicate when/why the fracture occured. Cables were also noted on the radiology report. An unknown stem will be added this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update (B)(6) 2017 ¿ pfs and medical records received. After review of the medical records for MDR reportability, the revision surgery notes reported pseudotumor, metallosis, osteolysis, and fracture of the lateral cortex of the proximal femoral diaphysis. There was no mention of loosening during the revision surgery notes. Part/lot numbers provided. The complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 03, 2017 legal medical records received. After review of the medical records, there is no new information. This complaint was updated on may 09, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 14, 2017: litigation received. In addition to what was previously alleged, pfs alleges difficulty in walking and trouble in performing normal daily activities. This complaint was updated on may 19, 2017.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update jun 22, 2017: legal medical records received. After review of medical records, there is no new information added that changes the MDR decision. Added laboratory finding. This complaint was updated on: jun 29, 2017.